Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was non-medtronic. Per the physician, the valve did not cause or contribute to the need for pericardial drainage or for cardiopulmonary resuscitation (CPR). The valve did not contribute to the death. The death was caused by the guidewire positioning in the left ventricle.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop23-29 (lot: 0012079675); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0012426257); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during positioning of the guidewire in the implanting team perforated the ventricle. The patient presented with hypotension and pericardial effusion before valve implantation. After the valve was implanted, cardiopulmonary resuscitation (CPR) and pericardial drainage was performed and was unsuccessful. Subsequently the patient died.